Manufacturer narrative:
No components of the device were returned and review of the device history record was not possible since the lot number was not available. Based on the information provided, st. Jude medical was not able to conclusively determine the cause for the reported transeptal needle puncture of the dilator and sheath assembly. The brk transseptal needle and fast cath transseptal introducer instructions for use (IFU) state that only those physicians who are specially trained in transseptal procedures should use these devices. The ifus caution that carefully reading the instructions prior to use of this device will help to reduce the potential dangers associated with the transseptal technique, such as air emboli and/or perforation of the aorta and left atrium. The ifus also instruct the physician to use caution not to create excessive bends in the sheath/dilator assembly which may inhibit advancement of the transseptal needle and may result in inadvertent needle puncture of the dilator sheath assembly. The ifus also instruct the physician prior to inserting the device into the patient, preassemble sheath and dilator, advance the needle, and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. The fast cath IFU states if resistance is met when advancing or withdrawing the guidewire or introducer, determine cause by fluoroscopy and correct before continuing with this procedure.

Event description:
It was reported during a transseptal procedure, the physician was using a st. Jude medical (sjm) fast cath swartz transseptal 8f sl1 introducer; a brk-1 transseptal needle with a stylet was inserted into the assembled sl1 introducer which was already inside the patient's body. When advancing the needle, the dilator/sheath assembly was punctured. The sheath, dilator and needle were removed, a new sl 1 sheath with the original transseptal needle was reinserted without difficulty. The transseptal procedure was completed successfully. It was reported there were no consequences to the patient. The reorder number for the sl 1 introducer used in combination with the needle in this event was 406846; no lot number was available.